Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that feels well and requires no medical attention. Reviewed meter memory: hi, 2016, 12:01:00 pm, fasting:yes; hi, (B)(6) 2016, 12:00:00 pm, fasting:yes; hi, (B)(6) 2016, 12:10:00 am, fasting:no. Meter reads hi. While speaking customer the call disconnected called back and customer did not pick up. Caller did not know if results in the meters memory are fasting or not.